Event description:
International affiliate reports that during the implantation of a saber cage, the threads of the device became damaged and the insertion instrument became detached. A second saber cage was inserted and impaction caused that cage to break into three pieces. During final tightening of the construct's set screw, its threads were torn from the device. This medwatch report is for the cage that broke into three pieces. At this time, it is not known if all broken pieces were retrieved from the site. See mfg medwatch report# 1526439-2013-10138 for the set screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual inspection found the cage had broken into two pieces. The smaller broken piece measured approximately 11mm x 6mm x 18 mm long. Review of the device history record found no discrepancies. No definitive conclusions can be made. However, it was reported that the cage broke upon impaction. The IFU states that correct handling of the implant is extremely important. Polymer/carbon-fiber implants are designed to support physiologic loads. Excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the carbon-fiber implants. When a carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the carbon-fiber implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. At this time, the complaint is considered to be closed.